Event description:
It was reported that patient had passed away due to an unknown cause. It was reported to be sudden. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
Information was provided from the physician that the etiology of the death was sudep. The cause of death was not related to vns therapy.

Manufacturer narrative:
A3. Gender; corrected information; initial MDR inadvertently omitting information known prior to submission.

Event description:
Product analysis was completed on the returned lead. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis was completed on the returned generator. There was no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The explanted devices were received by the manufacturer to undergo product analysis. Analysis has not been completed to date.